Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) container 3000ml eva (ethyl vinyl acetate) bag was leaking from the front of the bag through the letter "I" in (B)(6). This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to the device was received for evaluation. Visual inspection using magnification revealed a small hole in the front of the bag. Functional testing was performed with tap water which identified a leak at the front of the bag from the dotted part of the letter ¿I¿ in the word (B)(4). The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.